Manufacturer narrative:
This is one event (death for the same pt involving two separate products; associated mdrs# 1225714-2014-00181, 00182.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2010 after the use of the product.

Manufacturer narrative:
This ios one of two device reports related to this event. Associated manufacturer report numbers are 1225714-2014-00181 and 1225714-2014-00182. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted that the patient experienced sudden cardiac arrest and sudden cardiac death which was alleged to have been caused by the product administered during dialysis.